Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse test drove system and verified that manipulators lock when head is removed from viewer. Surgeon may have had head in viewer when controls drifted, and they let go. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted surgical procedure hand controller drifts or drops when surgeon releases grip. The surgeon moved to surgeon side console (ssc)2 and no issues with manipulator drifting/dropping. There was no reported issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the problem was resolved.